Manufacturer narrative:
The insulin pump was received with open book and critical pump error after battery installation. Constant critical pump error alarmed due to moisture damage on the electronic assembly. The pump was received with corroded motor assembly noted during visual inspection. The pump was also received with cracked case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device¿s battery compartment is cracked. The report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.